Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple pump reboots along with eaw 177 low battery warnings and eaw 128 replace battery alarms. There was also evidence of short battery life observed in the pump¿s black box. The returned battery cap was able to secure onto the pump, and the pump powered on with the returned battery cap. The pump was unable to complete the 24 hour duration test due to a duplicated eaw 128 replace battery alarm during the 24 hour cycle. The electrical current draws did not measure within specifications. The pump was opened and no evidence of moisture or loose components was observed inside the pump. The u33 component was found to be defective causing high current draws and short battery life. Unrelated to the initial complaint, the battery compartment was observed to be cracked, and the display screen was dim and discolored.